Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump were not working and she was not receiving a button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 183 mg/dl. Nothing further was reported.